Event description:
It was reported that an unspecified malfunction alarm occurred. Customer declined to provide information regarding alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level.